Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 450 mg/dl and customer¿s blood glucose at time of incident was 353 mg/dl. Customer stated that insulin pump had software error detected alarm. Customer was able to clear the alarm and performed self test and it was passed. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.